Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for general service and evaluation. There was no reported device malfunction. During an extensive review of the device logs found that the battery needed to be replaced. The battery in the device was replaced during service. The device was calibrated and tested before it was returned to the customer. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by the resmed technical service that the astral battery needed to be replaced. The device was not in use when the fault occurred, therefore, there was no patient involvement.